Event description:
It was reported that 6 patients sustained circular markings after a lightsheer treatment.

Manufacturer narrative:
Lumenis service evaluated the system and found the tip to be dirty in contradiction to product labeling. Device labeling is clear regarding importance of device cleanliness to ensure optimal device performance. This MDR is being filed due to dirty tip root cause in accordance with mandate from the district.